Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 1109mg/dl. The customer was confused, lethargic, vomiting and had headache. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the nurse to ran a manual prime test and the insulin did exit. Performed a high pressure test and passed. The time, date, basal rates, and bolus wizard were correct. Reviewed the alarm history and found a low reservoir alarm. It was stated that the customer is wearing the infusion set for four to five days. Advised the nurse that the infusion sets are meant to be worn for two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.